Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to unknown reason. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The device was replaced due to one of the cylinders eroded trough the patient glans. The device was still functional. The cylinder eroding through the glans was removed, but the rest of the device was left in place.